Event description:
The dealer reported that the custom power chair has wires that have been pulled out of the motor. This issue could cause the chair to have erratic/unintended movement or electric shock which could injur the user.